Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer stated that the clinical staff shut down cns pu-681ra s/n: (B)(6) because the time was incorrect. After the shutdown, it took several "reboots" to get device to start up and load the software. At the time of call, there was no issue on the cns. No errors reported. Device logs were sent to the manufacturer nkc for analysis. Nkc analyzed the logs which were available up to 11/5/2019. The internal process of the cns device was not started properly. Additionally, there were 30,000 logs that showed failed memory access. The recommended action was to repair hard drives, reinstall operating system, reinstall cns application. Investigation conclusion: history shows device had not previously experienced issues related to rebooting or hard drives. After the reported event where the clinical staff shut down cns pu-681ra s/n: (B)(6) because the time was incorrect, boot up issues emerged. Customer later reported device spontaneously rebooted and failed to boot up under ticket: (B)(4) on (B)(6) 2019. The issue was eventually resolved by replacing the hard drives. Analysis of the device logs gathered up to (B)(6) 2019 shows internal process was not started properly. Additionally, there were 30,000 logs of failed memory access. Nkc's recommendation was to repair failed component (hard drives), reinstall operating system and cns application. This investigation concluded that the reported boot up issue was caused by hard drive failure. But due to limited information available, the root cause(s) leading to hard drive failures could not be determined. The following fields are not applicable (na) to the MDR report. D4 lot number & expiration. Additional device information: d11 & c2: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Additional information: b4: date of this report. F6: date user facility/ importer became aware of the event. F7: type of report. F11: date report sent to FDA. F13: date report sent to manufacturer. G4: date received by manufacturer. G7: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Event description:
The biomedical engineer reported that on of the central nurse's station (cns) was shut down due to time issues, but it took several reboots for the cns to come back on. The device is running without issues after that. There are no hdd errors reported. The device has proper ventilation and is free of dust. There are no signs of fluid intrusion or physical damage. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that on of the central nurse's station (cns) was shut down due to time issues, but it took several reboots for the cns to come back on. The device is running without issues after that. There are no hdd errors reported. The device has proper ventilation and is free of dust. There are no signs of fluid intrusion or physical damage. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that on of the central nurse's station (cns) was shut down due to time issues, but it took several reboots for the cns to come back on. The device is running without issues after that. There are no hdd errors reported. The device has proper ventilation and is free of dust. There are no signs of fluid intrusion or physical damage. No patient harm reported.